Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the probe could not cut and produced an abnormal sound during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.